Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The pump was reset, resolving the malfunction, and the customer was advised to update the pump software. Technical support recommended contacting them if the malfunction code recurs, and the customer acknowledged the advice.